Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 12 foot extension set was leaking. This was further described as the home patient (hp) ¿noticed a solution leak and found a pinhole¿ (pin size hole) on the patient line of the extension set. This occurred during the first fill of automated peritoneal dialysis (pd) therapy. The hp was connected at the time of the event. Renal therapy services (rts) assisted the hp in ending the therapy session and in cassette removal. The hp will start the therapy session over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted puncture holes in the tubing. Functional testing including clear passage testing was performed with no issues noted. Leak testing failed due to a leak from the puncture holes in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.